Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Continuation of medical products: 6940-52 lead, implanted: (B)(6) 1999; 6939 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high superior vena cava (svc) defibrillation impedance. Follow up with the company representative indicated that the svc coil was programmed off. Testing was performed and the lead remains in use. No patient complications have been reported as a result of this event.